Manufacturer narrative:
Unable to prime during the prime/compromised force sensor system due to faulty force sensor resistor. Unable to perform the excessive no delivery test due to prime/fill anomaly. No motor rewind or keypad anomaly noted. Insulin pump received with scratched lcd window, cracked case near display window corner, cracked reservoir tube lip and cracked on battery tube threads.

Event description:
Customer reported via phone call that the device alarmed a no delivery alarm. Customer cleared the alarm and the device was stuck in prime. Customer's blood glucose was 414 mg/dl. Customer tried to deliver a bolus in the rewind loop. Customer saw the bolus delivery screen with 0.0u. Customer was not able to exit to the status screen. Customer was advised to press act button on the rewind complete screen. Device went back to rewind. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.